Event description:
A customer reported to baxter corporate product surveillance of nurses having difficulty infusing albumin and two bottles of albumin were wasted. An unknown baxter set was used in this administration. The nurses thought that the vent was open, but they did not know for sure. This reported condition occurred at an unidentified process step. There was no report of patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.